Event description:
It was reported that the customer's blood glucose (bg) value displayed as 'low' on the continuous glucose monitor (cgm) (specific value not provided). Cause of low bg was unknown. The customer consumed carbohydrates to address bg. The customer also reported they experienced a bg level of over 300 mg/dl, for which they went to the emergency room (ER). The customer received intravenous fluids of saline and insulin to address the bg. The customer was released on 03/19/23 with no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.